Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the opened samples noted one partial suture and one needle. Less than one inch of suture was attached to the needle. The needle was received broken at the needle tip. Upon microscopic inspection, instrument marks were observed near the break site. It was reported that the needle broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: gl-123, gl-123 polysorb* 2-0 vio 75cm v20 x36 (lot#a4c2198y); gl-123, gl-123 polysorb* 2-0 vio 75cm v20 x36 (lot#a4c2198y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a caesarean hysterectomy, the two needles broke and disengaged, and the other needle was bent. When the operation site was inspected, one needle tip was retrieved, and the other broken needle tip has not been retrieved.